Manufacturer narrative:
Model number: 72404310, lot number: 0180762001, model description: pump ms. Model number: 72404161, lot number: 0178959003, model description: reservoir 65 ml pc.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted due to "bladder pain and inconvenience." A new 12 mm x 16 cm spectra penile prosthesis (spp) device was implanted. Additional information received states the physician believes the patient's pain was caused because the device "continuous has been chafed by the skin." There was no other medical intervention or treatment performed prior to the surgery. The patient felt an irritation that began 3 weeks prior to the surgery. The patient was doing well following surgery.

Manufacturer narrative:
Device evaluation: the ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 had a leak in the input tube consistent with sharp instrument damage. Based on the determination that the damage was likely due to explant, it will not be considered a probable cause for this event because it is a secondary failure. This cylinder had no input tube sleeve present. Cylinder 2 performed within specifications; this cylinder had approximately 10mm of input tube sleeve present. The allegation of pain and irritation cannot be confirmed. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and found to fail the deflation test. It took greater than 14 seconds to deflate from 20 psi to 4 psi; the specification is 14 seconds or less. Device analysis is unable to confirm the reported allegation of pain as well as if the pump malfunction was related to the reported events. The ams 700 spherical reservoir was visually inspected and functionally tested; no leaks were found. The reservoir therefore performed within specification. D4: model number: 72404310 lot number: 0180762001 model description: pump ms model number: 72404161 lot number: 0178959003 model description: reservoir 65ml pc

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted due to "bladder pain and inconvenience." A new 12mm x 16cm spectra penile prosthesis (spp) device was implanted. Additional information received states the physician believes the patient's pain was caused because the device "continuous has been chafed by the skin." There was no other medical intervention or treatment performed prior to the surgery. The patient felt an irritation that began 3 weeks prior to the surgery. The patient was doing well following surgery.